Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery because he developed a left cylinder aneurysm sometime in the last year. The physician stated that the aneurysm resulted from the patient putting too much torque on his inflated implants. The physician further stated that the patient admitted to leaving his implant partially inflated when it was not in use. The physician believed that the constant bending of the implant in a partially inflated state helped to cause the aneurysm. The existing pump, cylinders, and rear tip extenders were explanted and replaced. The existing reservoir remains implanted in the patient. The procedure was successfully completed without any patient complications. The explanted components are not expected to be returned. Should additional information be received, or product be returned, a supplemental report will be filed upon completion of the product analysis.